Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an out of regulation (oor) message. No symptoms reported. The cause of the oor was due to a short on 0 & 3. The patient was reprogrammed and being watched.